Event description:
The pt's system was being replaced, because it was causing uncomfortable stimulation. During the replacement, when the lead was initially attached to the bifurcated extension and the new implantable neurostimulator (ins), all impedances were good and the stimulation was comfortable. Then the physician tugged too hard and broke the lead; the insulation pulled back on the distal end. The lead was clipped and left in the epidural space. There was reported to be no pt symptoms related to the event.